Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states the following regarding nickel allergy in the warnings section: patients allergic to nickel may suffer an allergic reaction to this device. Certain allergic reactions can be serious; patients should be instructed to notify their physicians immediately if they suspect they are experiencing an allergic reaction such as difficulty breathing or inflammation of the face or throat. Some patients may also develop an allergy to nickel if this device is implanted.

Event description:
On (B)(6) 2018, a physician posted on (B)(6) that a patient with a gore® cardioform septal occluder implant experienced persistent hives starting one week after closure and that she tested positive for nickel allergy. The physician further reported the patient was young and healthy, not on medication, with no prior allergies. The device was surgically removed in (B)(6) 2018 with immediate resolution of hives and itching.